Manufacturer narrative:
(B)(4). An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was seen for an unrelated medical issue. An x-ray was performed and it was noted that the electrode had dislodged; however, the system was still able to sense appropriately. The electrode had been implanted using the two incision techique. No inappropriate therapy had been delivered and the impedance measurement was in normal range. The s-ICD was turned off and the patient was hospitalized until the electrode could be revised. No adverse patient effects were reported. The serial number for the electrode was not provided.